Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. User error. Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiaap insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.